Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient has previously not gotten therapeutic relief from the ins, and has met with a manufacturer representative for reprogramming. No further complications were reported. On 2020-may-12, additional information was received from the rep. Rep did not meet with the patient last. Patient called rep about having an MRI and being unable to turn her device back on. Rep instructed to call tech services. Rep had no further information. Rep confirmed the notified date as (B)(6) 2020.